Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had an error alarm. Customer stated the insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The device experienced an unexpected restart. Blood glucose was 246 mg/dl. Nothing further reported.